Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and less than a day later, the insulin gauge displayed 20 units. It was reported that the insulin gauge initially displayed a fill estimate of over 400 units of insulin. At the time of the call, the customer reported that the fill estimate was accurate and the customer was not experiencing any issues with the pump. There was no impact to the customer's blood glucose level.